Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device during fill 1 of 5. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the heater bag had become disconnected. The technical service representative (tsr) had the hp close all clamps, cycle power on the hc device, and assisted the hp to safely disconnect using aseptic technique. The hp will complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 that was caused by a disconnection between the heater bag and a supply line of the cassette during peritoneal dialysis therapy. The cause of the disconnection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.